Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was treated with injection vancomycin (1g, stat, route not reported) and injection amikacin (intraperitoneally, dose, frequency, and duration not reported) for peritonitis. It was unknown if the patient was hospitalized for the event. It was not reported if the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovering. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).